Event description:
Caller tested 5.6 inr on the coaguchek xs system while 2 comparison labs returned as 2.6 inr and 2.4 inr. The lab samples were sent to 2 different labs. No treatment provided. No adverse event reported. Requested return of suspect strips and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.